Event description:
It was reported that the patient has been "symptomatic" during exercise and feel their heart rate is getting up there "too fast." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2006. (B)(4).